Event description:
The pump was alarming due to zero ml reservoir volume being reached. The pt did not experience any symptoms, only concern because the pump was alarming. At the time, the pt had morphine 20 mg/ml, 8.663 mg/day, bupivacaine 20 mg/ml, 8.663 mg/day and compounded baclofen, 500 mcg/ml, 21.658 mcg/day in the pump. It was noted that they had updated the pump twice at the last refill because they had forgotten to change the reservoir volume in the first update. The true volume was able to be calculated and the refill proceeded without incident; the pump was also re-programmed. The pt was seen preoperatively in early (B)(6) 2010 because she had had a mass that had been increasing in size over the past 2 years. There was pain associated with the mass. The pt had been previously evaluated with a CT scan, which showed what appeared to be a granuloma which was well circumscribed. The pump had otherwise been working well for the pt. The granuloma was removed. As of (B)(6) 2010, the pt was receiving effective therapy. The pt recovered from the (B)(6) 2010 event and had not had any further reservoir issues. The pt currently received only morphine, 30 mg/ml, 9.521 mg/day via the pump.

Manufacturer narrative:
(B)(4).